Event description:
User facility requested repair of a ventilator due to "intermittent cycling". No patient details were provided.

Manufacturer narrative:
One parapac plus kit with internal peep and CPAP was received in fair condition. The peep knob cover was missing. The technician performed an initial testing by connecting 50 psi air and powering on device. The technician then ran the device for an hour and it cycled as intended. Next, the technician powdered dut off and then back on in attempt to replicate the reported failure mode. During this check, on two occasions the device did not cycle, and gas flowed continuously upon power up both times. This finding confirmed the customer's reported product issue. The technician proceeded to remove the top over for further investigation. The tech checked for any possible leaks and none were found. After this test, the tech proceeded to replace the pressure dump valve part number 530k1141. After this replacement, the tech took the following actions: performed regulator test in accordance to (B)(4) checked psi readings using pressure gauge e6285 due sep 2018. During e time pressure was 44 psi and during I time pressure was 39 psi which were both within tolerance. Ran device for 3 more hours changing tidal volume, frequency, switching air mix, and periodically turning device off and back on. Device cycled normally throughout run. Performed final test on unit. Device passed all functional checks.